Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a failed battery test alarm denying access to the menu. Pump could not perform sleep current measurement test, active current measurement test, and self test due to a failed battery not allowing access to the menu. The test p-cap locks properly in place of the reservoir tube. Pump was cut open to perform visual inspection and no anomalies were noted, anomaly isolated to the electronic stack. Pump could not download history/trace files due to broken connector on the d-1 resistor on the pcba 2 board. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), broken belt clip rails. In summary, customers alleged cracked battery tube was confirmed. Failed battery test was confirmed on boot up where a failed battery alarm showed up multiple times. Battery test isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery compartment of the insulin pump being damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis.